Event description:
Needle breakage: inquiry was rec'd via medwatch report #160153000-1998-0004 on date 02/09/98. Quinton dialysis catheter placed on 01/14/98. The needle broke while the surgeon was suturing the insertion site. On 1/17/98 a metallic denisty of 12mm was noted on x-rays overlying the left subclavian region. Pt had gone to or on 1/22/98 for removal of the retained, broken off needle from the hemodialysis catheter insertion site using fluoroscopy and had cleansing and closure.